Manufacturer narrative:
The following sections were updated: b5 and h6 (investigation findings and investigations conclusions). H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from united kingdom, a patient with an unknown valve model implanted in mitral position underwent a valve-in-valve intervention after an unknown implant duration due to unknown reasons. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient sadly passed away due to unknown reasons.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is unknown. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, a patient with an unknown valve model implanted in mitral position underwent a valve-in-valve intervention after an unknown implant duration due to unknown reasons. A 23mm transcatheter valve was implanted within the edwards surgical valve.